Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously submitted the incorrect lot and serial number with the initial report. D4 and h4 have been updated with the correct values. A manufacturing record evaluation was performed for the finished device number 7476085, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 1, 2020. The explant date has been updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 7473423, and no non-conformances were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with a 400cc mentor memorygel breast implant experienced bilateral baker grade IV capsular contracture post procedure. As a result, and explant was performed on (B)(4) 2020. See 1645337-2020-04933 for contralateral prosthesis report.